Event description:
It was reported by the affiliate that the (1) ems device was used during an unknown procedure. It was reported that the device jammed after the first staple. The case was completed with another instrument and there was no consequence to the patient.